Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving low sensor scan results and experiencing symptoms described as nausea, chills, dizziness, blurred vision, and "couldn't think straight". Customer's wife transported him to a local hospital where customer's blood pressure was checked and a blood glucose result of 468 mg/dl was obtained on an hcp device. Customer was administered 45ml of novolog insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving low sensor scan results and experiencing symptoms described as nausea, chills, dizziness, blurred vision, and "couldn't think straight". Customer's wife transported him to a local hospital where customer's blood pressure was checked and a blood glucose result of 468 mg/dl was obtained on an hcp device. Customer was administered 45 ml of novolog insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.